Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is 180 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
No button error alarms were noted. However, the pump had intermittent up arrow button response due to moisture damage on the keypad trace. The pump also had a broken belt clip slot, a cracked reservoir tube lip, minor scratches on the lcd window, a cracked case at the display window corners, a scratched reservoir tube window, and a stained end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.